Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter displayed an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a year ago prior to contacting lfs. The cca was advised the patient manages his diabetes with novolog insulin (amount not specified). The patient continued to take his usual dose of medication. The reporter claimed the patient felt a low blood glucose symptom of weak. On the morning of (B)(6) 2011, the reporter stated the patient visited his physician's office and obtained a blood glucose result of "about 30 mg/dl" with the physician's meter. The patient was given food and/ or drink as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The patient was using expired test strips for testing. The cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.